Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic hepatectomy procedure, upon replacing the generator, the blade fixture of the dissector disengaged and the generator could not be disconnected from the dissector. The generator was connected with the dissector without using torque wrench prior to use. A new dissector and generator were used to continue. There was no patient harm.

Manufacturer narrative:
Correction: evaluation summary: one scd391 sonicision cordless ultrasonic dissector was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the dissector had been dropped on its tip and had been forced partly into the tube. No components were missing from the device. The customer reported that the device was difficult to disassemble and that a component disengaged, not into the patient cavity. The reported difficult to disassemble condition was confirmed. The component disengaged complaint was not confirmed. The investigation found the waveguide had been partially pushed back into the tube. Dropping the dissector on its tip or forcing the tip against a hard surface causes the waveguide to become unsecured and move backward into the rotation knob housing. This destroys the torque adaptor which secures the waveguide in place and makes the device difficult to disassemble. Investigation identified the cause of the reported event to be user damage. If information is provided in the future, a supplemental report will be issued.